Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The international customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation operation. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. There was no patient involvement.

Manufacturer narrative:
Contact office correction: (B)(4). During the servicing of this device, it was discovered that other error codes were present in the diagnostic logs suggesting that this was a spi bus issue. The device was returned to the service center for repair, but the reported problem could not be duplicated. The data-acquisition-to-motor controller pcba cable assembly was replaced as a repair action. The cable was not returned to the factory, so further analysis could not be performed. The root cause of the reported problem was not identified.

Event description:
The international customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure. Failure of proximal and machine pressure sensors may affect the accuracy of the system pressure during use in normal ventilation operation. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. There was no patient involvement.